Manufacturer narrative:
Product analysis: analysis of the programmer was performed and found that the stylus was broken. The fan was noisy at start up and the paper tray was empty. The release handle paper tray and media bay door were missing. The keyboard left and right slides were broken. The display rear cover was broken, and the upper and lower bullets were worn. There was minor damage to the touchscreen found but considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displayed a black screen. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.